Event description:
The customer reported via phone call that the buttons were unresponsive when attempting to unblock the insulin pump. Customer's blood glucose was 9.2 mmol/l. Customer was able to resolve the keypad anomaly on the insulin pump with troubleshooting. Customer was advised to monitor the insulin pump. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.